Event description:
Rn giving intramuscular injection (flu vaccine) to a pt in deltoid using vanish point 3cc syringe with 25 ga x 1 in retractable needle. When retraction activated, needle became disconnected from syringe and lodged in pt's arm. Rn was able to remove needle from arm using finger so no adverse outcome occurred. Potential adverse outcomes indicate inability to remove needle from pt's arm and potential for rn to get needlestick.